Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unable to download black box due to corrosion on infrared port. Pump was exercised for 24 hrs. No alarms during investigation. Unrelated to the complaint, there was visible corrosion in display and infrared port. Case cracked in upper right corner between display lens and case seal. Leak test failed due to cracked pump case. Opened pump corrosion on all internal surfaces. Vibrator not functional due to corrosion. Battery and cartridge cap not returned. Test caps used to complete investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.